Event description:
It was reported that a CT scan was performed on a pt who presented with back pain. Images revealed a tilted filter with the tip embedded in the caval wall. Two filter legs had perforated the ivc, with one of the legs extending into the anterior side of the l3 vertebra approximately 1 cm, and the other leg extending just behind the aorta. Retrieval was not attempted as it was not confirmed that the pt's symptoms were related to the filter. There was no report of pt injury.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for eval. Despite attempts, case images were not provided for eval. Based on the info available, the results of the investigation are conclusive. Root cause is unk. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Filter removal: do not attempt to remove the g2/g2x filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Precautions: in pts with continued risk of chronic, recurrent pulmonary embolism, pts should be returned to anti-thrombotic therapy as soon as it is deemed safe. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Caval thrombosis/occlusion.